Event description:
Caller alleged discrepant results using the inratio meter: results as follows: date: (B)(6) 2011, inratio: 3.5, dr's meter: 2.8, date: (B)(6) 2011, inratio: 3.2, dr's meter: 2.8 (within 15 minutes).

Manufacturer narrative:
Investigation pending.